Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reav2502 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that pt had PICC inserted (B)(6) 2017. By (B)(6) and 28 grey lumen completely occluded. Tpa unsuccessful x 2. Cxr done (B)(6) kink noted. PICC line was removed (B)(6).